Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not registering temperature. Per troubleshooting, nurse stated probe was in temperature 2 now, but was previously in temperature port 1. The nurse moved cable back to port 1 but the temperature was not registering. The nurse verified temperature source was registering on bedside monitor and advised the nurse to obtain another cable from a second device or biomed and nurse would work on replacing the cable.

Event description:
It was reported that the arctic sun device was not registering temperature. Per troubleshooting, nurse stated probe was in temperature 2 now, but was previously in temperature port 1. The nurse moved cable back to port 1 but the temperature was not registering. The nurse verified temperature source was registering on bedside monitor and advised the nurse to obtain another cable from a second device or biomed and nurse would work on replacing the cable.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective or damaged cord. Troubleshooting, nurse stated probe was in temperature #2 now but was previously in temperature port #1. Had nurse move cable back to port #1. Not registering. Nurse verified temperature source was registering on bedside monitor. Advised nurse to obtain another cable from a second device or biomed. Nurse had understood and would work on replacing cable. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. The device was not returned.